Event description:
The hcp reported that the pt had meningitis. The pt was receiving morphine via the drug delivery pump. The date of onset of symptoms was 2005. The pt developed fever, incisional wound opening, drainage, meningeal signs/symptoms and wound drainage and opening of lumbar wound. The primary source of the infection was the lumbar wound. Cultures of the lumbar region and cerebrospinal fluid were taken and revealed pseudomonas. The patient was treated with total system explant and intravenous antibiotics. Other risk factors include diabetes, decubitus ulcers, corticosteroid use and debilitated status. The infection resolved and no drug withdrawal was reported.